Event description:
Allegedly, tibia component loosening.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01456 and 01457.